Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month after primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 april 2022: lot 2104507: 100 items manufactured and released on 30-apr-2021. Expiration date: 2026-04-19. No anomalies found related to the problem. To date, 58 items of the same lot have been sold without any similar reported event. Other device involved: batch review performed on 07 april 2022: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2109340: 200 items manufactured and released on 27-oct-2021. Expiration date: 2026-10-14. No anomalies found related to the problem. To date, 163 items of the same lot have been sold without any similar reported event.